Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that post implant dsa confirmed a type ia endoleak which required a 28/28/49 endurant cuff to be implanted. Dsa confirmed a small type ia endoleak at the greater curvature of the aortic neck. Ballooning was again performed and the procedure was completed. Per the physician the cause of the endoleak was that the distance from the lower renal artery to top of the aneurysm was short, and bifurcated stent graft was implanted partially covering renal artery; therefore, no further intervention could be done. The physician also stated that the other factor was the aortic neck was short and angulated. The exact degree of the neck angulation is unknown. No further intervention was performed and the patient will be monitored by the physician. No clinical sequelae were reported. The physician commented: the device was implanted just below the renal artery and the endoleak decreased so the decision was made to monitor the patient.